Event description:
It was reported that the ball joint where the scissors attach fell off into the patient. The piece was so small it could not be detected.

Event description:
It was reported that the ball joint where the scissors attach fell off into the patient. The piece was so small it could not be detected.

Manufacturer narrative:
Additional information will be provided once investigation has beeen completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed the jaw hinge is broken and the pin missing. The piece that broke off from the jaw hinge and the pin was not received with the unit. The jaws were viewed under a microscope, it was noticed the blades did not have a straight edge. The probable root cause is dull blades causing the operator to use excessive force. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.